Manufacturer narrative:
Per tandem's pump user guide: "do not remove the used cartridge from the pump during the load process until prompted on the pump screen" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting regarding this issue. Additionally, the customer removed the cartridge during insulin delivery which resulted in customer's blood glucose elevating to over 600 mg/dl. Customer administered a manual injection to address bg level. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy.